Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review due to high plurality index (pi) to rule out etiology. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The periodic log file showed pi trending upward with flow trending downward slightly. The patient experienced increased dyspnea and complained of orthopnea during pi events. The pi events were thought to be caused afterload increase in context of increased mean arterial pressure (88) but also contributed by increased pain from thoracotomy incision. Pain medication was increased, and anti-inflammatory medication naproxen and tylenol (acetaminophen) were given. A ramp study was performed to rule out other etiology with increased contractility/ pump speed. The ramp study showed baseline speed of 5800 rpm: flow 4.8l, pi 7-11, power 4w and small left ventricular (lv) cavity with lvid 37 mm. The interventricular septum was at midline. It showed an immobile aortic valve without regurgitation. The study also showed trace mitral regurgitation and mild right ventricular (rv) dysfunction on limited views. The averaged peak velocity across the outflow graft was normal at 1.24 m/s. At 5600 rpm, 4l, pi 5-6, 4w. Lvid 3.9 cm with remainder unchanged. The final lvad parameters were 5400 rpm, 3.9-4.1l, pi 5-6, 3.7-4w. With a normal lv cavity size; lvid 46 mm. The position of the interventricular septum was midline. The final showed an immobile aortic valve with no regurgitation and trace mitral and tricuspid regurgitation (mr/tr). The averaged peak velocity across the outflow graft was normal at 1.2m/s.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Right heart failure did not exist pre-lvad implant. It was noted that a device related issue did not cause or contribute to the right heart failure. The patients trace tricuspid regurgitation (tr) and mitral regurgitation (mr) existed pre-lvad implant. The patients tr and mr was not thought to be device or device therapy related. The patient's immobile aortic valve did not exist pre-lvad implant and was thought to be device or device therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right ventricular dysfunction, dyspnea, and increased mean arterial pressure could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple pulsatility index (pi) events. According to the account, these events resolved with an increase in pain medication, anti-inflammatory medication, and completion of a ramp study. A review of the submitted log files, containing events from (B)(6) 2025¿ (B)(6) 2025, revealed numerous pi events that filled the majority of the controller event log file. No notable alarms or events were captured, and the device appeared to be operating as expected at the set speed. Provided information indicated that the patient underwent an echocardiogram (echo) on (B)(6) 2025. Severe left ventricle cavity dilatation (lvedd 78 mm - lvedvi 170 ml/m2) along with severe lv systolic dysfunction was found with an estimated left ventricular ejection fraction (lvef) of 10-15%. Multiple left ventricular regional wall motion abnormalities were also found along with severe eccentric lv hypertrophy. The lv diastolic function was not assessed post mitral valve (mv) transcatheter edge-to-edge repair. The left atrium volume was found to be normal. The patient¿s rv cavity dimensions were found to be in the normal range, although mild rv systolic dysfunction was also found. The patient¿s right atrium (ra) dimensions were also found to be in the right range. Per provided information, the abbott g4 xtw mitraclip was positioned to bridge the anterior leaflet segment (a2) and posterior leaflet segment (p2) with no evidence of single leaflet detachment. Mild-to-moderate residual regurgitation on either side of the device (clip 63) was seen. The effective regurgitant orifice (ero) was found to be 13mm^2 with a regurgitation volume of 19ml via the proximal isovelocity surface area (pisa) method. Also, systolic flow blunting was observed; although, no reversal in the right lower pulmonary vein was observed. There was no significant stenosis as diastolic mean gradient was found to be 4mmhg at 95 beats per minute (bpm) and the pressure half-time was found to be 121 milliseconds. The patient also had mild aortic valve sclerosis with no significant stenosis and trace aortic and tricuspid valve regurgitation. There was reportedly no satisfactory tricuspid regurgitant signal to get reliable estimate of pa pressure; although, the ra pressure was estimated at 0-5 mmhg (mean 3 mmhg). The patient reportedly had a pacemaker/defibrillator wire visible in the right heart chambers. No significant pericardial effusion and evidence of residual shunt at the site of previous transseptal puncture was found. The patient had worsened lv dimensions and systolic function, with decreased contractility in the basal lateral segments when compared side-by-side to the last transthoracic echocardiogram (tte) of (B)(6) 2024. The patient reportedly had immobile aortic valve. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D, and the heartmate 3 handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including hypertension and heart failure (right heart failure and left heart failure), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, explains parameters such as speed, power, flow, and pulsatility index (pi). This section states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Additionally, this section states pi values should be routinely monitored and should not vary significantly during resting conditions. Under otherwise stable conditions, a significant drop in value may indicate a decrease in circulating blood volume. Pulsatility index values near or above 10 may indicate potential problems. For pi values near 10 or above, please contact abbott medical. Section 4 of the IFU, ¿heartmate touch¿ communication system¿ states that pulsatility index (displayed as pi) is a calculation related to the amount of assistance that is provided by the pump. Pi values typically range from 1 to 10. Higher values indicate higher pulsatility (that is, the pump is providing less support, and the heart is providing more support). Lower values indicate lower pulsatility (that is, the pump is providing more support, and the heart is providing less support). Section 6 of the IFU "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU "patient care and management" (under "blood pressure management") discusses the management and treatment of hypertension. This section states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.